Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 1627487-2020-00539. It was reported the patient experienced ineffective therapy. Diagnostics performed indicated that both of the patient's lead migrated. In turn, surgical intervention took place on (B)(6) 2019 wherein the existing leads were explanted and replaced. Effective therapy was established post-op.

Manufacturer narrative:
Manufacturer narrative the event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.